Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 391 mg/dl. Customer has ketones. Customer is taking antibiotics. Caller stated that she wants to treat the high with manual injection. The insulin pump alarmed no delivery during the night. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.